Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed the functional test and revealed no anomalies. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient underwent a revision procedure due to inadequate pain relief.